Manufacturer narrative:
(B)(4) device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1-3 were bunched distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The in-stent restenosed lesion was located in the right coronary artery (rca) and was pre-dilated with an unknown balloon. The physician attempted to cross the lesion with the 3.0x38mm promus element stent delivery system (sds), was unsuccessful and upon removing found that the stent had unravelled. The procedure was completed using another of the same device. There were no patient complications and the patient condition was listed as "stable".

Event description:
(B)(4). It was further reported that the instent restenosis involved two taxus liberte stents. In may 2003, a 3.0x12 taxus liberte and a 3.0x28mm taxus liberte were implanted in the right coronary artery (rca). In may 2010 the patient underwent repeat cardiac catheterization where restenosis of the previously implanted stents was discovered. The 99% stenosed lesion was located in the severely tortuous rca. The physician predilated the restenosed stents with a 2.5x20mm non-bsc balloon inflated to 12atm. The physician then tried to advance a 3.0x38mm promus element stent in the area of restenosis, however it appeared that it was catching on the old stents which caused the stent struts to be lifted. He then performed repeat angioplasty with a 3.0x15mm non-bsc balloon inflated to 16atm and a 3.5x15mm quantum maverick balloon also inflated to 16atm. A 3.5x32mm promus element stent was deployed at 22 atms, all within the area of previous stenting. The 3.5x15mm quantum maverick balloon was inflated to 26atm to post dilate the stent.